Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received photos for investigation, and upon evaluation of the 2 photos, underfill was observed. Additionally, 20 retained samples were utilized for functional tests. Based on this testing, it was determined that all 20 samples were within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® 9nc 0.109m 2.7 ml tubes, two (2) units underfilled. No adverse impact was reported regarding the patient or user.